Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial lead was unable to be successfully implanted. Placement difficulty. Physician encountered difficulty extending and retracting the helix. During second repositioning placement, helix was unable to be re-extended after >30 turns. Reportedly torque felt building up in the lead by the physician and then suddenly torque was totally gone. Suspected conductor fracture. This lead was therefore removed and replaced prior to pocket closure. No adverse patient effects were reported.